Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the hospital did not record the device serial number; therefore, the DHR cannot be done. The device will not be returned for evaluation as it was discarded by the hospital. Explants of rings at sometime during a postoperative period (> 0 days) are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation. This event was reported as it is considered a serious injury. In this case, the 4600g-28mm annuloplasty ring was explanted and replaced by a 4900t-30mm annuloplasty ring (larger size and different model) after approximately 4 years for unknown reasons. There was no report of a device malfunction.

Event description:
An event was received through the (B)(4). This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 4 years (50.23 months) due to unknown reasons.